Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. It was noted that the flow sensor diaphragms were stuck to the top of the flow sensor housing. The flow sensors were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the volume was not as expected, and the unit was alarming for the flow sensors. There was no report of patient involvement.